Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, at third inflation, it was noted that the balloon ruptured at 6atm to 12atm for 10 seconds. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1c- initial reporter city: (B)(6).